Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three-piece lens, but changed his mind. There was pt contact, but no injury. The reporter stated it was unknown why the surgeon changed his mind. This facility uses a competitor's phacoemulsification equipment and injection system.

Manufacturer narrative:
H6: evaluation results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusion: the root cause of this event was the surgeon changed his mind.